Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that the insulin pump had a blank display and screen is more difficult to read than what it used to be like. The patient¿s blood glucose level was unknown at the time of the incident. The customer declined troubleshooting for blank display screen. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test. No scratches noted on display window.